Event description:
This report was rec'd from japan of a 70 yrs old pt who underwent cataract extraction an implantation of ceeon lens model 812a/21.5(d). The packaging was labeled with 812a/21.5(d). Postoperatively, hyperophia of +3 was noted. A lens exchange was performed (secondary surgical procedure) to implant an 812/24,5(d) a correct the hyperopia. An investigation of the explanted iol revealed that the iol was a model 745a/18(d), not an 812a/21.5(d). Further investigation revealed that the lot in question was one of seven lots that were repackaged at the same time due to an expiration date error. Two of the lots contained the same number of lenses (65). The first l0t (8036 02 xxx) had labeled diopter of 21.5(d). The second lot (8036 03 xxx) had a labeled diopter of 18.0(d). One re-packing the lots the labels were exchanged a recall of all lots was immediately initiated. Pharmacia & upjohn, as a precautionary measure, also recalled 5 other lots that were manufactured on the same day. The distribution of these lots were contained to japan. Two cases have thus been reported. Another 8 are suspected. This is the first of two reports rec'd as of 6/18/99.